Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient sustained unspecified injuries on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient sustained unspecified injuries on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical record and plaintiff profile form: (B)(6) 2015 ¿ patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of two perfix plug (device #1, #2). Per operative notes, ¿on right side, direct hernia sac was dissected. A large perfix plug (device #1) was placed into the direct space and keyhole mesh overlay was then laid over the inguinal floor and tacked. A similar repair was carried out with perfix plug and patch (device #2) on the left side.¿ (B)(6) 2016 ¿ patient was diagnosed with right ilioinguinal neuralgia thereby underwent open repair with the partial removal of mesh (device #1). Per operative notes, ¿scarring was encountered. The nerve right at the superior lateral border of the mesh appeared to have some scarring and neuroma formation. The ilioinguinal nerves were resected along with a centimeter of the border of the mesh (device #1).¿